Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/24/2015. The fse indicated that he replaced a tubing leak at pinch valve pv37 that had a hole in it. This resolved the leak and the instrument performance was verified. (B)(4).

Event description:
The customer reported a cleaner fluid leak of approximately 150ml from the manual probe on a coulter hmx hematology analyzer with autoloader during instrument shutdown. The leak was not contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.